Event description:
It was reported that the during routine field service maintenance visit the rover power cord was cut and wires were exposed. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
A follow-up report will be submitted once the device evaluation is complete.